Event description:
It was reported that the ventilator failed during pre-use check and that the ventilator's expiratory channel, pressure transducer and control printed circuit boards were contaminated with liquid. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I; corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I; corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description, service report, log files and attached pictures. Our fse was on site and after replacing the damaged expiratory channel, pressure transducer and control printed circuit boards, the ventilator passed all functional and safety tests and was returned for clinical use. The replaced parts were not required for further investigation. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).